Manufacturer narrative:
The third party service provider verified the event and replaced the graphical user interface (gui) printed circuit board (pcb). The unit passed all testing and operates within the manufacturer specifications correction: (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty display. The ventilator was not on a patient at the time of the event. The evaluation and repair of the device has not been completed.